Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0013055621); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of severe aortic stenosis underwent transcatheter aortic valve implantation using the transcatheter aortic valve evfxplus-34. The native aortic valve was noted to be calcified during the procedure. A balloon valvuloplasty was performed prior to valve implantation. During the first deployment attempt of the valve in the aortic annulus, an infold of the valve was observed. Fluoroscopy checks were performed prior to implantation and during valve loading with no misload identified. The valve was recaptured, and the entire system, including the delivery system and valve, was removed from the patient¿s body and discarded. A new complete system was used, and the new valve was loaded and checked with fluoroscopy prior to implantation, with the loading deemed acceptable. The procedure continued without further issues, with a delay of approximately 15 minutes until the new valve was prepared. The procedure was completed with good results and no negative effects to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: a2. A4. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient had annular calcification that contributed to the infold. No particular tortuous anatomy, septal bulge, or bicuspid valve were observed. The valve passed fluoroscopy check.